Event description:
It was reported the patient was unable to establish communication between her scs ipg and charging system. The programmer indicated the ipg was at stim off. An sjm representative confirmed the issue as they were unable to establish communication between the ipg and multiple external devices. The patient had not charged for at least 5 weeks (date of event unknown). Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs system was explanted and replaced. The physician elected to explant and replace the scs lead, there was no issue with the device.